Event description:
Pain [arthralgia], difficult to walk [gait disturbance]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a female patient in her (B)(6), initials (B)(6), with arthritis. The pt's medical history was not provided. On an unspecified date in 2009, the pt initiated synvisc, 2ml in both knees. The pt stated that on an unspecified date, she was in pain and it was difficult to walk every day. Treatment consisted of cortisone injections since 2009, celebrex (celecoxib), and naprosyn (naproxen). The action taken with synvisc was not provided. The pt's outcome for the events was not yet recovered. Concomitant medications were not provided. MFR's comment: the benefit-risk relationship of the product is not affected by the report.